Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that on (B)(6) 2026, at 14:44 pm, during operation, the perseus was not possible to operate anymore. No injury reported.